Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that she had high blood glucose due to her insulin pump did not delivered the proper amount of insulin. Customer stated that she tested the insulin pump and its extremely under delivery of her bolus and basals. Nothing further was reported.